Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient reported to the emergency room of an outside hospital with complaints of hemoglobin (hgb) of 6.5 and hematocrit (hct) 21.9. The patient was patient stable and there was no source of bleeding identified though the site believes the event to be related to suspected gi bleed. The patient received 2 units packed red blood cells (prbc's) with lasix in between dosing and was discharged home the same day. On (B)(6) 2015 the patient was admitted to the hospital for evaluation of anemia and concern for low international normalized ration (inr) with relationship to potential device clot. No further information has been provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Gi bleed is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported from the clinical study database that this patient reported to the emergency room of an outside hospital with complaints of hemoglobin (hgb) of 6.5 and hematocrit (hct) 21.9. The patient was patient stable and there was no source of bleeding identified though the site believes the event to be related to suspected gi bleed. The patient received 2 units packed red blood cells (prbc's) with lasix in between dosing and was discharged home the same day. On (B)(6) 2015 the patient was admitted to the hospital for evaluation of anemia and concern for low international normalized ration (inr) with relationship to potential device clot. No further information has been provided.